Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed the lot number is not available. Associated medwatch: 1221934-2017-10526, 1221934-2017-10528.

Event description:
The affiliate reported via email that during a meniscal repair after the first patch has been placed the second patch could not be loaded. The customer is suspecting a defect in the handpiece. The procedure was completed with a same like product and there was a five minute delay. There was no adverse patient event reported.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint devices are not being returned, therefore unavailable for a physical evaluation. No lot numbers were provided which precludes conducting a DHR review or a lot specific search in the complaints handling system. We cannot discern a root cause for the reported failure mode, however one possible root cause is that the meniscus was not penetrated enough when attempting to deploy the second implant. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device discarded.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. Visual inspection of the gun revealed there was still a needle attached. The needle's silicon was bunched up and damaged, indicating that an excessive amount of force was applied to the tip as the surgeon attempted to insert the gun. The needle and tip of the deployment rod contained procedural debris. Testing the deployment rod and pushing rod revealed no issues with the gun. The root cause can likely be attributed to device misuse. Distorting the silicon covering on the needle can result in deployment issues as the implant could be stuck in the silicon or inadvertently deployed with the first implant. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. A review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: DHR review. Part number: 228143. Lot number: l436504. Supplier lot number: n/a. Release to warehouse date: 13.06.2017. Manufacturing date: 13.06.2017. Expiration date: 31.03.2020. Supplier: n/a. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device history batch: null. Device history review: null. UDI: (B)(4).

Event description:
The affiliate reported via email that during a meniscal repair after the first patch has been placed the second patch could not be loaded. The customer is suspecting a defect in the handpiece. The procedure was completed with a same like product and there was a five minute delay. There was no adverse patient event reported.